Event description:
Device malfunction: device 2: balloon rupture. Time of malfunction: during the procedure. Symptoms, ae: none. It was reported that during a right superficial femoral artery angioplasty, in a heavily calcified vessel, two balloons ruptured. The first balloon ruptured on the second inflation at no more than 12 atm. The second balloon ruptured on the first inflation also at no more than 12 atm. There were no adverse pt effects reported. Although requested, there was no add'l info provided.

Manufacturer narrative:
The customer reported that the device was discarded. The lot number was provided. The device was not returned for analysis. Without the device to examine, no determination can be made as to the root cause of the reported event. A review of the finished device lot history record did not reveal any non-conformity which could have contributed to this complaint. The fox plus pta catheter part# ap14005, lot# 546298 referenced is being filed under MFR report number.